Event description:
It was reported that since the device was put in, it had not worked. The patient had been begging to take it out. The patient had x-rays 4-5 months prior. The patient had a CT scan which confirmed something was put in their spine. Nobody could figure out what it was. The patient was having ¿serious issues¿ and wanted to have it all removed. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n288730, implanted: (B)(6) 2012, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).